Manufacturer narrative:
As of today, the device remains implanted with no further complications. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received additional information that this device was explanted and replaced. The device was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device was not able to deliver a full energy shock as the battery was too depleted. However, a review of device memory determined shock therapy was available while the device was implanted. Additionally, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected. The monitoring voltage was 2.54v and the charge time was 13.1 seconds. A boston scientific technical services consultant discussed the device triggered eri due to charge time. It was noted the device had been cleared from the shortened replacement window advisory population that was issued in (B)(4) 2007. The device was expected to exhibit normal eri to end of life (eol) behavior. No adverse patient effects were reported.

Event description:
--